Manufacturer narrative:
The user facility submitted medwatch 3900900000-2023-8001 for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump IV medication at 1.5 ml/hr, 10 mg/40 ml, the bag fully infused within 12 hours during therapy. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.